Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported by affiliate via complaint submission tool as follows: during surgery, while the interference screw was placed using the nitinol pin, it broke when the screwdriver was removed and remained inside the screw that was implanted in the patient. Another pin was passed to complete the surgery. The pin was left in the screw that was implanted in the patient. The status of the patient is unknown. No surgical delay. The device is available for evaluation. Additional information provided by the affiliate reported patient complications were not reported and a removal procedure has not been scheduled. It was also reported the device is available to be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during surgery, while the interference screw was placed using the nitinol pin, it broke and remained inside the screw that was implanted in the patient. The complaint device remains implanted, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l52592] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.